Event description:
It was reported that the customer had a low blood glucose level of 30 mg/dl. Customer has been experiencing low blood glucose levels since (B)(6) 2014. Customer's current blood glucose level was 132 mg/dl. Troubleshooting was performed. Pump passed the high pressure test. Customer stated that the most recent set change was today. Customer changes the set every 3 days. Customer wants the pump to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.